Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an as50 infusion pump overinfused. The device was to infuse 20 ml total parenteral nutrition tpn (lipids) at 0.3 ml per hour for 24 hours; the tpn infused 7.2 ml in an hour. There was no report of patient injury or medical intervention associated with this event.